Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient experienced persistent weakness of left rotator cuff, pain of left shoulder, and ¿hard bump¿ felt in left shoulder after approximately 3 months. Patient required re-admission to hospital, medical clearance and procedure to remove implant.